Manufacturer narrative:
(B)(4). Not sufficient information received yet and customer samples are requested. If samples from the customer will be received and an investigation be completed a supplement report will be filed.

Event description:
(B)(6) system (five sites) converted to greiner tubes in (B)(6) 2020. Since the conversion customer states the labs have experienced increases in hemolysis. Customer has provided some data showing the increases. Hemolysis data is collected in the aggregate of chemistry specimens and not documented by product item and lot numbers. Customer confirmed that the same collection, handling, and processing of patient specimens occur with the greiner tubes as with the bd tubes prior. Customer notified greiner in june 2020 ((B)(4)) of the increase but with no detailed information. Customer had a conference call with greiner in september 2020 to discuss hemolysis, the report from (B)(4), and next steps. Customer has notified the sites not to double spin (re-centrifuge) specimens per our IFU. Customer has provided some additional information by laboratory site. Based on certain hemolysis index levels seen (varies by lab) the lab will cancel the patient's results and redraw. Customer advises this is a critical matter as it impacts patient care when redraws are required. Greiner is working with the customer on collection methods used as there is indication that this may be a contributing factor to the increase in hemolysis seen. Livonia laboratory uses serum and lithium heparin gel tubes, and centrifuges either at 3600 rpm for 5 minutes or 3000 rpm for seven minutes. Customer confirms serum specimens are allowed to clot for 30 minutes and are centrifuged within two hours of collection. Customer receives specimens from ER, inpatient and outreach. Collection method by ER is while IV is started and samples are mixed properly. No information on hemolysis index used.

Manufacturer narrative:
No date of event could be obtained from the customer. No samples were received for evaluation. No batch # was provided by the customer. No customer pictures were received. Unfortunately, without basic information, a thorough investigation is not possible. This complaint is closed as cannot be determined due to insufficient information.